Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the patient told them the device hadn't been functional for several years but was still ¿intact." It was noted the consumer elected to keep the device implanted rather than have it removed. No patient symptoms were reported. Relevant medical history includes failed back surgery syndrome.